Manufacturer narrative:
Correction: section b5, "programming changes were performed to resolve the lv lead issue" should have been included rather than "no intervention was performed to address the lv lead". Correction: section h6, "4641, unexpected medical intervention" should have been entered instead of "2199 - no health consequences or impact".

Event description:
It was reported that the patient presented to the hospital with dizziness. The right ventricular (rv) lead exhibited failure to capture. Diagnostic imaging was performed, and the rv lead appeared to have perforated the right ventricle, due to the lead being too stiff, and dislodgement was noted. Additionally, the left ventricular (lv) lead exhibited high capture threshold. The physician attempted to reposition the rv lead however, the helix failed to extend. Programming changes were performed to resolve the lv lead issue. The physician explanted and replaced the rv lead. The patient condition was stable. New information received noted that fluoroscopy was performed to confirm the rv lead perforation and dislodgement. Additionally, the lv lead had exhibited loss of capture.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with dizziness. The right ventricular (rv) lead exhibited failure to capture. Diagnostic imaging was performed, and the rv lead appeared to have perforated the right ventricle, due to the lead being too stiff, and dislodgement was noted. Additionally, the left ventricular (lv) lead exhibited high capture threshold. The physician attempted to reposition the rv lead however, the helix failed to extend. No intervention was performed to address the lv lead. The physician explanted and replaced the rv lead. The patient condition was stable.